Event description:
The customer reported that the subject device tested positive for microbial contamination. The issue was found during reprocessing of the device. The device was cultured, and the unspecified microorganism was detected in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, information on the detected species and colony forming units could not be obtained. As a result of the inspection of the equipment, no water leakage was observed from the spot where the bacteria were detected. A review of the reprocessing procedures provided by user facility revealed no apparent deviations from the endoscope¿s instructions for use. Based on the available information, a definitive root cause could not be determined. The instructions for use (IFU) warns against inappropriate reprocessing as follows: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ upon inspection and evaluation of the returned device, the instrument channel tube was scratched, and the insertion tube was wrinkled. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the customer provided cleaning disinfection and sanitization (cds) practices and additional information to the legal manufacturer's final investigation. The customers cds practices were inadvertently left out of the initial medwatch report. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is unknown. The device is manually processed with an unknown model cleaning brush, weigao peroxide disinfectant, and enzyme lotion detergent. The device is processed in an oer-aw automated endoscope reprocessor (aer) with enzyme lotion detergent and weigao peroxide disinfectant. It¿s unknown how the device is stored and who is the maintenance provider of the subject device is. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.